Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5. Describe event or problem: it was reported while using the panel phoenix pmic-110 an unspecified number of patient isolates had high mics for the drug vancomycin. The user noted that the finial result was verified using both kirby bauer testing and the biomerieux vitek 2. No health impact or consequence reported. B6. Relevant tests/laboratory data: kirby bauer; biomerieux vitek 2. D10. Device available for eval- yes. D10. Returned to manufacturer on 03-jan-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for high mic vancomycin (va) when using phoenix panel pmic-110 (catalog number 449036) batch number 4254770. The customer did not provide isolates or phoenix generated lab reports but provided panel returns for the investigation. To investigate, customer returned panels of the complaint batch were inoculated with in-house isolates staphylococcus aureus pos 61 and placed in a phoenix m50 to evaluate va mic results. Next, retention panels of the complaint batch and control panels of the same material but different batch were inoculated with in-house isolates staphylococcus aureus pos 61 and placed in a phoenix m50 to evaluate for va mic results. At the end of the run, all panels returned the expected va mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix pmic-110 an unspecified number of patient isolates had high mics for the drug vancomycin. The user noted that the finial result was verified using both kirby bauer testing and the biomerieux vitek 2. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214 k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, k140468 and k142170. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix pmic-110 an unspecified number of patient isolates had high mics for the drug vancomycin. No health impact or consequence reported.